Manufacturer narrative:
Date patient pain began is not known. Additional product code: hwc. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location:(B)(4). Manufacturing date: 04-nov-2013. Expiration date: 30-sep-2022. Part #: 456.351s, lot#: 7521726 (sterile) - 10mm/130 deg ti cann troch fixation nail 300mm/left - sterile. Quantity 6. In-process inspection sheet, in-process/inspect dimensional and final inspection met inspection acceptance criteria. Component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot - 7410548. 456.315.2 - 130 degree lock prong tfn bp-58 lot ¿ 7505903 (4), 7505902 (2). 21069 - raw material lot bp-80 lot ¿ 7465345. Raw material received from supplier allvac. Certificate of test received for titanium from ati specialty materials meets specification. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a trochanteric fixation nail (tfn), lag screw, and two (2) 5.0mm locking screws on unknown date. Due to continued pain in the hip from arthritis, patient was returned to surgery on (B)(6) 2017 for removal of all hardware. Patient was revised to a total hip replacement. Procedure was completed successfully with no delay. This report is for one (1) 10mm 130 degree titanium cannulated tfn nail 300mm left this is report 1 of 3 for (B)(4).